Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption malfunction was verified. The alleged reset and cartridge change error malfunctions could not be verified due to the data log corruption.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors during the load process. In addition, the pump indicated a data log corruption. Troubleshooting determined a pump reset likely occurred. The customer's blood glucose level was 156 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.